Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "loss of external power" message displayed on screen, no led mains indication, power supply out of order . No patient involvement.